Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the r-wave sensing was low in the original location of the device. The physician decided to go to a location more superior and use a new device. The new location and device were noted to have appropriate r-wave sensing. No patient complications have been reported as a result of this event.